Manufacturer narrative:
Received 10 representative units for the investigation. Our quality engineer performed a pull-strength test on each of the returned units and confirmed that the extension tubing separated from the y-adapter for one of the units. The device history was reviewed for the reported lot number 8070431 and no irregularities were noted during the lot's manufacture. Conclusions: the engineer concluded that visual and microscopic inspections showed a lack of glue inside the y-adapter where the extension tubing sits. This type of defect is manufacturing related and CAPA (B) (4) was opened on 04-28-2008 to eliminate this extension tube failure. (B) (4)

Event description:
The extension tubing separated from the bd nexiva adapter. The catheter was replaced and there was no harm to the patient.